Manufacturer narrative:
The cause of the discordant, false reactive toxoplasma igg results on one patient sample is unknown. Siemens is investigating the issue. MDR 2432235-2018-00147 was filed for the same issue.

Event description:
The customer obtained discordant, false reactive results for igg antibodies to toxoplasma gondii (toxoplasma igg) assay on one patient sample on an immulite 2000 xpi instrument, while using kit lot 438. Sample ID (B)(6) is the original sample for this patient, which gave nonreactive results on (B)(6) 2018 with kit lot 437 and upon repeat testing with kit lot 438 was reactive. The results obtained with kit lot 437 were reported to the physician(s). It is unknown if the results obtained with kit lot 438 were reported or not. There are no reports of patient intervention or adverse health consequence due to the discordant, false reactive toxoplasma igg results.

Manufacturer narrative:
The initial MDR was filed on 11-apr-2018. The first supplemental MDR s1 was filed on 03-may-2018. Additional information (30-may-2018): a siemens headquarters support center specialist reviewed the instrument data and did not find any sample (sample diluent, dilution well, sample), reagent or mechanical issues which could cause the discordant results. This is considered an isolated event specific to the customer site. The cause of the discordant, false reactive igg antibodies to toxoplasma gondii results on one patient sample is unknown. Siemens is investigating the issue. MDR s2 has been filed for the same event.

Manufacturer narrative:
The initial MDR 2432235-2018-00146 was filed on 11-apr-2018. The first supplemental MDR 2432235-2018-00146_s1 was filed on 03-may-2018. The second supplemental MDR 2432235-2018-00146_s2 was filed on 15-jun-2018. Additional information (28-jun-2018): the customer has replaced immulite 2000 xpi instrument with advia centaur and has been reporting samples for toxoplasma quantitative igg from the advia centaur instrument. Based on the available information, siemens determined that in february 2018, the customer's adjustment for kit lot 438 had high coefficient of variations and were not optimum when compared to the release data and lot 439. Quality control (qc) data for lot 438 was not provided, but it was noted that the qc was showing high bias on the days prior to the patient results obtained using kit lot 438. Siemens concluded that the calculated specificity at the customer site for kit lot 438 is 99.7 percent. The specificity results from the 3 studies in the immulite 1000 toxoplasma quantitative igg instructions for use (which is where the immulite 2000 toxoplasma quantitative igg specificity claim resides) have 95% confidence limits ranging from 94.2% - 100%. A search of siemens complaint database in july 2018 did not show any other complaint with immulite 2000 xpi toxoplasma quantitative igg kit lot 438. Based on the available information immulite 2000 xpi toxoplasma quantitative igg kit lot 438 is performing as intended. No further evaluation of device is required. Method, result and conclusion codes have been updated in section h6. MDR 2432235-2018-00147_s3 has been filed for the same event.

Manufacturer narrative:
The initial MDR 2432235-2018-00146 was filed on 11-apr-2018. Additional information (B)(4) 2018): the sample was repeated using kit lot 439, resulting nonreactive for toxoplasma igg. The nonreactive result obtained with kit lot 439 was reported to the physician(s). Sections b5 and b6 have been updated with this information. Corrected information (19-apr-2018): section b5 of the initial MDR stated that "sample ID (B)(4) is the original sample for this patient, which gave nonreactive results on 21-feb-2018 with kit lot 437 and upon repeat testing with kit lot 438 was reactive." However, sample ID (B)(4) was the original sample which was repeated using with kit lot 438, resulting reactive. Section b5 has been updated with this information. MDR 2432235-2018-00147_s1 was filed for the same event.

Event description:
The customer obtained discordant, false reactive results for igg antibodies to toxoplasma gondii (toxoplasma igg) assay on one patient sample on an immulite 2000 xpi instrument, while using kit lot 438. Sample ID (B)(4) is the original sample for this patient, which gave nonreactive results on 21-feb-2018 with kit lot 437 and upon repeat testing with kit lot 438 was reactive. The results obtained with kit lot 437 were reported to the physician(s). It is unknown if the results obtained with kit lot 438 were reported or not. The sample was also repeated using kit lot 439, resulting non-reactive. The non-reactive result obtained with kit lot 439 was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, false reactive toxoplasma igg results.